Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase of their pd treatment. The patient reported the event to the on-call pd nurse (pdrn). Someone from the clinic went to the patient's home and confirmed there was water damage and a replacement is needed. The cause of the leak is unknown. The nurse was advised to discontinue the use of their cycler and follow up with the patient's pdrn. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase of their pd treatment. The patient reported the event to the on-call pd nurse (pdrn). Someone from the clinic went to the patient's home and confirmed there was water damage and a replacement is needed. The cause of the leak is unknown. The nurse was advised to discontinue the use of their cycler and follow up with the patient's pdrn. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.